Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a malfunctioning display module. In addition, the unit displayed a low battery warning when a known good battery was installed, and after roughly one minute the unit beeped three times and shut off. The lcd module and core board were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
Customer reports radical-7 boots up with lines through the display and then goes blank. No consequences or impact to patient were reported.